Manufacturer narrative:
A visual, dimensional, and chemical analysis were performed on the returned device. The reported difficult to advance could not be tested due to the device condition. The entire polymer coating was separated and was not returned, confirming the reported material separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two similar incidents from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous lesion in the superficial femoral artery (sfa), below the knee. An ht command 18 guide wire (gw) was advanced through a non-abbott peripheral support catheter without issue. The command 18 gw was pulled out to re-shape and upon re-advancing into the anatomy with the support catheter, the gw met resistance with the non-abbott peripheral support catheter. The guide wire and the non-abbott support catheter were removed and when the non-abbott support catheter was flushed, a ribbon from the command guide wire flushed out. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.